Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted. No pt incident reported.

Event description:
It was reported that the radical-7 was found to have display lines across the screen. Additional info was received by the customer that indicated they encountered the problem during testing and installation of the device at the hosp. The device was not on monitoring. The values can be seen but with lines, and the lines obstruct readings. No pt involvement.